Event description:
Home patient (hp) reports leak from patient line of homechoice set. Leak noted on floor at end of treatment. Hp ended treatment at that time with assistance from baxter technician. No patient injury or medical intervention required per hp.